Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician inadvertently kinked the ruby coil pusher assembly upon removal from the packaging. The ruby coil pusher assembly was kinked prior to use. Therefore, the ruby coil was not used for the procedure and a new ruby coil was opened to complete the procedure.